Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the staples were malformed. The surgeon did a new dissection and finished the procedure by hand suturing. There was no reported patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.